Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead had high impedance and noise. The device noise discriminator did not work in all detected episodes. The device and rv lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Lead integrity alert triggered on (B)(6) 2014 due to meeting the requirements for non-sustained tachycardia and v-sic. Analysis of the device memory indicated a lead noise alert. A patient alert occurred on (B)(6) 2014 for lead noise. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Max vpace impedance rises from 665 ohms (B)(6) 2014 to 1121 ohms the week ending (B)(6) 2014 throughout the record. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). 36380 v-sic are recorded beginning (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the distal portion of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).